Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "the range of sutures collected have either frayed or knotted at the needle/thread junction" please clarify, how many sutures were frayed or knotted at the needle/thread junction were found during the surgery? Please indicate if in the same procedure the suture frayed and also knotts were found in the suture surface during the surgery? Were there any adverse patient consequences reported? Procedure name? Do you have any photos? Note: events reported in 2210968-2020-06310, 2210968-2020-06311, and 2210968-2020-06312. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture frayed. It was stated the threat is the suture doesn't enter the skin on first use (the needle end enters but the thread cannot be pulled through) or it occurs after subsequent use; entering the needle into a second part of the skin elsewhere and have to cut the needle head off in order to remove from the tissue. Another like device was used. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/25/2020. H3 analysis summary: one needle-suture of product code w9105 was received for analysis. During the visual inspection of sample, the swage and attachment are were noted to be as expected; however, the suture has swaged excessively at the end of the barrel; this condition caused degree of suture damage that seem as fraying suture. In addition, no knots were noted on the strand. The product code w9105 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined; therefore no functional test could be performed. The manufacturing records could not be reviewed as the batch number is unknown. According to visual inspection and sample condition the assignable cause is due to chipping defect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.